Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00806. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery-anterior communicating artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician deployed and detached an initial smart coil into the target vessel. The physician then deployed a new smart coil into the patient but had difficulty detaching the coil using the handle; however, after three attempts, the smart coil finally detached and the procedure ended at this point. There was no report of an adverse effect to the patient.